Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a few low blood glucose readings in the morning for the past few days. Customer's blood glucose was 70 mg/dl at the time of the call. Customer treated with orange juice.